Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Upon further review, it was determined that the information listed in the initial MDR was incorrect. The common device name was updated to catheter, percutaneous (from quick-cross). The UDI was updated to (B)(4). 510(k) number updated to k033678 (from k150201). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
No patient information was provided on the facility medwatch mw5083367. Initial reporter information was not included on the facility medwatch mw5083367. The device was not returned to the manufacturer for evaluation.

Event description:
On (B)(6) 2019 a philips post market surveillance employee received the following user facility medwatch from the FDA, medwatch mw5083367. Distal tip of catheter broke off during attempt to advance it. Tip retrieved with out incident.